Event description:
As reported by the user facility: the patient was getting abraxane and gemcitabine treatment for pancreatic cancer. Even when the primary tubing is pinched, the bbraun pumps did not enable the whole volume of abraxane to be infused, thus the length of secondary tubing remains drug-filled. This is especially worrisome for tiny volume medications; in this case, the total volume was 27.36ml. If 5ml remains in the tube, this is roughly 20% of the patient's entire dosage that is not being infused. The patient did not receive the full dose of treatment. When this issue was raised, the braun clinical support staff advised using a vent to allow the medicine to be injected.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.